Event description:
Related manufacturer reference number: 2017865-2022-08563. It was reported that the patient experienced systemic infection and there were signs of pocket infection. The implantable cardioverter defibrillator and all other leads along with left ventricle lead were all explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.